Manufacturer narrative:
(B)(4). The potential lot numbers, per ems director, are 4453838 and 4591339. The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the hub of the ez-io broke off during a removal attempt by a paramedic. A surgical consult was called in and the surgeon cut the catheter off at the skin level of the skin. There is no report of harm to the patient.

Manufacturer narrative:
(B)(4). A review of the manufacturing records was performed which found that the lot passed all acceptance criteria, including the torsion and tensile testing. It was reported by the hospital who received the patient from the emt service that the ez-io had been placed in the tibia mid-shaft and that the hub had already become detached. The ez-io needle set instructions for use clearly state the insertion sites for the adult tibia are the proximal and distal tibia. If the io is placed mid-shaft, this can contribute to difficult removal, as the cortical bone layer is both denser and thicker. The removal technique of the paramedic is also unknown. Proper removal technique involves "withdrawing the catheter by applying traction while rotating the syringe and catheter clockwise. Maintain axial alignment during removal, do not rock or bend the catheter." None of the available information indicates a deficiency with the device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the hub of the ez-io broke off during a removal attempt by a paramedic. A surgical consult was called in and the surgeon cut the catheter off at the skin level of the skin. There is no report of harm to the patient.